Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to infection that occured approximately 2 months after the primary surgery. The primary surgery used the humeris reversed system. The surgeon explanted the ø36 centered glenosphere, the ø24 baseplate, the ø36/+3 135/145 humeral cup, the size 10 cementless stem and associated screws. Then he implanted a new glenosphere, a new baseplate, a new humeral cup and a new stem (same new products/same size). He also implanted a 10mm post extension and associated screws.